Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four months later, the patient scheduled for the filter retrieval, the right internal jugular vein was accessed. Digital subtraction angiography (dsa) of the filter was performed and it demonstrated 2 or 3 of the left-sided filter legs extend outside of the caval wall. Attempt was made to snare and retrieval hook with both a 20mm gooseneck snare and a standard tri-snare. The catheter tip could not be ensnared. After an extended period of trying, second dsa images was performed which shows the filter tip deeply embedded into the wall of the inferior vena cava. It was elected to try dissecting the tip from the wall using endobronchial forceps. However, the filter tip could not be well engaged. Then the procedure was aborted. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava and retrieval difficulties. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter struts perforated. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter struts perforated. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.